Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a ramp lésion surgery the device broke inside the patient. The broken part remained inside the patient. The surgery was finished successfully with the same device. It was reported that it was necessary to switch the surgical technique and a second surgery on the (B)(6) 2022 was necessary. Update 01-feb-2022: it was confirmed that all fragments were retrieved from the patient and no revision surgery was required. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number.